Event description:
While completing the morning skin integrity assessment on this patient, the nurse removed the pulse oximeter from his right foot and underneath it was an approximately 1 cm x 0.5 cm burn/abrasion/reddened area. While the skin is intact, the reddened area looks similar to a burn and is dark red.